Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the relion® insulin syringe being used on the consumer's dog had a difficult shield that was hard to remove during use. Upon removing it, the needle hub was found missing. The following information was provided by the initial reporter: relion syringe 3/10ml 6mm lot # 8302926 has 4 syringes hard to remove needle shield when removed needle hub is missing. Using on dog.

Event description:
It was reported that the relion® insulin syringe being used on the consumer's dog had a difficult shield that was hard to remove during use. Upon removing it, the needle hub was found missing. The following information was provided by the initial reporter: relion syringe 3/10ml 6mm lot # 8302926 has 4 syringes hard to remove needle shield when removed needle hub is missing. Using on dog.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc, 6mm, 31g relion syringe with the shelf carton from lot # 8302926. Customer states that it is hard to remove the needle shield and when it is removed, the hub is missing. The returned syringe was tested to determine the cap and shield removal forces (specs: shield removal force for 3/10cc after sterilization: 0.85-5.95 lbs.). The shield removal force was measured as 2.67 lbs., which falls within specifications. Also the hub-needle assembly did not separate from the barrel when the shield was removed. A review of the device history record was completed for batch# 8302926. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.